Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery, battery out limit alarm or failed battery test alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No frozen display, skipping screen or number scrolling anomaly was noted. No audio anomaly was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, cracked reservoir tube window and a missing end cap sticker.

Event description:
Customer's mother reported her daughter's insulin pump was freezing. She stated she had taken out the battery and there was a battery out error. The mother stated the insulin pump was stuck on the main menu. Customer's blood glucose was 155 mg/dl. The mother could not recall any significant events leading up to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).